Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]: burn blister [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer from a pfizer-sponsored program (selbstmedikation). This 39-year-old female patient (neither pregnant nor menopausal) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), lot number and expiration date were unknown (the package was red), from (B)(6) 2017 at 1 heatwrap once a day for stiff neck. Duration of daily application was 9 hours. Medical history included myoma in uterus (treated). Concomitant medication included ulipristal acetate (esmya) ongoing since (B)(6) 2017. The patient previously took thermacare heatwraps about twice a year for stiff neck and they always helped well, she experienced no adverse event. The patient reported, "occasionally (about twice a year) I have a stiff neck and buy always the thermacare heatwraps for years. They always helped well and I was always super satisfied. I always recommended it. Last week it is happening again and the neck became stiff and I bought a double package in the pharmacy. Unfortunately, this time I have been burned (see enclosed photos: burn blisters) and I am now so insecure how that could come and I am afraid of using those either more. How can that be? Have you changed anything at the heatwrap?" The patient had used the entire product. The patient later reported that she experienced burn blister on (B)(6) 2017. There was no treatment or hospitalization. The skin was described as medium light and not sensitive. A skin disease was not present. The physician reported that the patient did not receive thermacare from them (his staff) and they did not see nor treat any burns and could not say anything about the adverse event. The physician is from a clinic which operates and the patient is known in the clinic. It has been spoken with the patient about an operative treatment, but so far she was not operated on. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. Event outcome was resolved in 2017. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (25oct2017): new reported information from the contactable consumer includes: patient data (age, not pregnant or menopausal, description of skin), medical history, concomitant medication, suspect product data (clarification of product as thermacare neck, shoulder & wrist, start date, stop date, dose, frequency, action taken), and event data (onset, outcome, and stop date of burn blister; no treatment or hospitalization). Follow-up (10nov2017): new information received form a contactable physician includes: the physician denied the knowledge of the occurrence of event. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (29jun2020): new information received from the product quality complaint group included: investigation results. No follow-up attempts needed. No further information expected., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term], burn blister [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer from (B)(6). This (B)(6) female patient (neither pregnant nor menopausal) of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), lot number and expiration date were unknown (the package was red), (B)(6) 2017 at 1 heatwrap once a day for stiff neck. Duration of daily application was 9 hours. Medical history included myoma in uterus (treated). Concomitant medication included ulipristal acetate (esmya) ongoing since (B)(6) 2017. The patient previously took thermacare heatwraps for stiff neck and experienced no adverse event. The patient reported, "occasionally (about twice a year) I have a stiff neck and buy always the thermacare heatwraps for years. They always helped well and I was always super satisfied. I always recommended it. Last week it is happening again and the neck became stiff and I bought a double package in the pharmacy. Unfortunately, this time I have been burned and I am now so insecure how that could come and I am afraid of using those either more. How can that be? Have you changed anything at the heatwrap?" The patient later reported that she experienced burn blister on (B)(6) 2017. There was no treatment or hospitalization. The skin was described as medium light and not sensitive. A skin disease is not present. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The patient had used the entire product. Event outcome was resolved in 2017. Additional information has been requested and will be provided as it becomes available. Follow-up (25oct2017): new reported information from the contactable consumer includes: patient data (age, not pregnant or menopausal, description of skin), medical history, concomitant medication, suspect product data (clarification of product as thermacare neck, shoulder & wrist, start date, stop date, dose, frequency, action taken), and event data (onset, outcome, and stop date of burn blister; no treatment or hospitalization). Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Case narrative:this is a spontaneous report from a contactable consumer from a pfizer-sponsored program selbstmedikation. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap) via an unspecified route of administration from an unspecified date for stiff neck. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient previously took thermacare heatwraps for stiff neck and experienced no adverse event. The patient reported: "occasionally (about twice a year) I have a stiff neck and buy always the thermacare heatwraps for years. They always helped well and I was always super satisfied. I always recommended it. Last week it is happening again and the neck became stiff and I bought a double package in the pharmacy. Unfortunately, this time I have been burned and I am now so insecure how that could come and I am afraid of using those either more. How can that be? Have you changed anything at the heatwrap?" Event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer from (B)(6). This (B)(6) female patient (neither pregnant nor menopausal) of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), lot number and expiration date were unknown (the package was red), from (B)(6) 2017 at 1 heatwrap once a day for stiff neck. Duration of daily application was 9 hours. Medical history included myoma in uterus (treated). Concomitant medication included ulipristal acetate (esmya) ongoing since (B)(6) 2017. The patient previously took thermacare heatwraps for stiff neck and experienced no adverse event. The patient reported, "occasionally (about twice a year) I have a stiff neck and buy always the thermacare heatwraps for years. They always helped well and I was always super satisfied. I always recommended it. Last week it is happening again and the neck became stiff and I bought a double package in the pharmacy. Unfortunately, this time I have been burned (see enclosed photos: burn blisters) and I am now so insecure how that could come and I am afraid of using those either more. How can that be? Have you changed anything at the heatwrap?" The patient had used the entire product. The patient later reported that she experienced burn blister on (B)(6) 2017. There was no treatment or hospitalization. The skin was described as medium light and not sensitive. A skin disease was not present. The physician reported that the patient did not receive thermacare from them (his staff) and they did not see nor treat any burns and could not say anything about the adverse event. The physician is from a clinic which operates and the patient is known in the clinic. It has been spoken with the patient about an operative treatment, but so far she was not operated on. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. Event outcome was resolved in 2017. Additional information has been requested and will be provided as it becomes available. Follow-up (25oct2017): new reported information from the contactable consumer includes: patient data (age, not pregnant or menopausal, description of skin), medical history, concomitant medication, suspect product data (clarification of product as thermacare neck, shoulder & wrist, start date, stop date, dose, frequency, action taken), and event data (onset, outcome, and stop date of burn blister; no treatment or hospitalization). Follow-up (10nov2017): new information received form a contactable physician includes: the physician denied the knowledge of the occurrence of event. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time.